Event description:
The olympus representative reported on behalf of the customer, the channel tube on the evis lucera ultrasonic bronchofibervideoscope was clogged with foreign matter. The issue was detected during reprocessing. The intended diagnostic procedure was completed with a similar device and the evis lucera elite video system center with no surgical delay. No patient injury was reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The port of the bw tube was clogged by some foreign material. The channel tube was broken, due to which, the suction volume failed to reach the standard. The channel tube was leaking. The bending cover was leaking. The probe was broken. The insertion section was scratched. The device had a recall action for the identification board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition to the reportable information reported previously in b5, an error e227 (scope communication error/ loss of image) occurred during evaluation. Based on the results of the investigation, the loss of image was confirmed. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) section: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.